Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, pacemaker-mediated tachycardia was noted. The pulse generator was reprogrammed and the patient returned home. The next day the patient presented to the emergency room with pacemaker-mediated tachycardia. The device was reprogrammed. No new episodes of pacemaker-mediated tachycardia were noted. The patient would continue to be monitored.